Event description:
A healthcare facility reported that when setting up the anterior vitrectomy cutter the system passed by the test mode and went straight to the main screen at anterior vitrectomy mode without testing the cutter. The system froze and would not allow anything else to happen. The staff tried to change the screen but the system would not move to the next screen. No system message was displayed. The staff changed the vitrectomy cutter and tubing and tried to recalibrate but it would still not work. The staff tried three cutters and none would work. The surgeon used the programmed footswitch to turn on and off the cutter but nothing happened. The surgeon would not allow to reboot the system and reverted the procedure to manual cutting of the vitreous with scissors. The case was completed with no pt impact. After surgery, the system was switched off and on. The staff went through the anterior vitrectomy set up without any issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).